Manufacturer narrative:
Cine image review: angio images were provided for the evaluation. No images related to the admiral xtreme were received in the angio. (B)(4): ¿the admiral¿ xtreme is indicated for percutaneous transluminal angioplasty (pta) in patients with obstructive disease of peripheral arteries.¿

Event description:
Physician was attempting to treat a lesion in the left brachial artery using assurant cobalt stenting device. It was reported that while advancing the device to the target lesion the stent dislodged, in an attempt to retrieve the stent an admiral xtreme dilatation balloon catheter was used but the balloon broke during the attempt, then a snare was used to retrieve the detached component. The devices were removed from packaging, inspected and prepped with no issue noted. There is no further clinical sequelae reported for this event.

Manufacturer narrative:
Cine image review: movie and still images. The images are incomplete but they appear to show the dislodged stent in the vessel followed by images or the stent successfully deployed in the vessel. No images were provide of the vessel pre-treatment or for the target lesion. No images were provided showing the detached admiral extreme balloon or the attempts to remove the dislodged stent or the detached balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.